Event description:
It was reported that during a circumcision procedure, one of the clamps unhinged and the plastibell popped off, resulting in bleeding. The procedure was then converted to a gomco procedure.

Manufacturer narrative:
It was reported via mail that while performing a circumcision, a clamp from the tray unhinged. Bleeding resulted. The procedure was then completed utilizing the gomco method. Multiple attempts have been made to contact the facility but no response has been received. No sample has been returned for eval. This is a custom tray that the customer has been using for more than 3 years. There have been no previous complaints from this customer for this tray or this issue. The tray has three forceps, two straight and one mosquito. The component of concern was not identified in the report by the customer. The extent of injury to the pt is not known. The issue has not been confirmed and a root cause has not been determined.